Manufacturer narrative:
B3: month and year valid. G2. Foreign: japan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the implanted neurostimulator (ins) charge level does not go above 40%-50%. The patient was hospitalized in october (not related to the ins) and turned it off for a while, but then started using it and the controller charges to 100% but the ins charges to only 40%-50% and not more than that. Before hospitalization, it was able to charge up to about 70%. No damage to the antenna cord. We were informed that the local manager will contact us again. There was no health damage, so no treatment was performed. The issue has not resolved. Additional information was received. Issue of incomplete ins recharge began in october of 2023. A specific date is not known. The manufacturer representative asked the patient to use a little longer and to see the situation. Currently, the issue is not resolved. If the situation will not improve, the controller will be changed. Logs will be obtained at the next follow-up appointment, date for that appointment is not known. External devices are still in use.